Event description:
It was reported that a malfunction occurred on the pump, specifically with a malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved after technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappear.